Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient's blood glucose on an unknown date was 354 mg/dl with strong-, fruity-breath, and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's delivery settings were not recently changed by a healthcare provider. It was reported that the keypad was damaged and the up, down, and ok keypad buttons were under-responsive. It was reported that the damage occurred prior to the response issue. The keypad issues were first observed on (B)(6) 2017. This complaint is being reported because the reported health event was attributed to an alleged device issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2017 with the following findings:.#1. Pump returned with the keypad cover detached from the pump. All key contacts are intermittently responding to presses. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Investigation confirmed the keypad response complaint. The black box for (B)(6) 2017-04-07 was not available for review. The available black box shows the pump was manually suspended on (B)(6) 2017; deliveries never resumed. The pump was manually suspended on (B)(6) at 06:07, 07:28, 07:43. Replace cartridge alarm was observed on (B)(6) at 21:34; deliveries resumed at 22:35. A call service alarm 175- user cancelled bolus was observed on (B)(6) at 09:21, (B)(6) at 22:46 and 22:47. On (B)(6) 21:12 an unexplained power on reset occurred; deliveries resumed at 21:52.. The total daily doses add up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range.